Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd female ll adaptor experienced blockage. The following information was provided by the initial reporter: prior to use of a custom tubing pack, the customer reported that there was no flow allowed through the line. The customer replaced the line with another line from another pack for the procedure. There was no patient involvement so no adverse effect occurred. The blockage was in the cardioplegia line at the female end, it was a blocked port. The blockage was discovered while priming, before bypass.

Event description:
It was reported that the bd female ll adaptor experienced blockage. The following information was provided by the initial reporter: prior to use of a custom tubing pack, the customer reported that there was no flow allowed through the line. The customer replaced the line with another line from another pack for the procedure. There was no patient involvement so no adverse effect occurred. The blockage was in the cardioplegia line at the female end, it was a blocked port. The blockage was discovered while priming, before bypass.

Manufacturer narrative:
H.6. Investigation summary: a complaint of no flow through a set was received from a customer. A photo was provided that shows the blocked luer. A device history review was performed for lot 0004080700, however the lot recorded was not a namc lot. The mold was transferred from vyaire to the north american molding center (namc). A review of quality notifications was performed with instances of blocked luer samples being reported since molding of the component began at the namc. It was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the namc before the mold runs. Since the mold was transferred and no issues were found during manufacturing, the root cause could not be determined. Namc has process controls in place that would detect systemic defects leading to this failure mode. The inspection and control processes at namc are designed to detect, contain and prevent release of this and all defined defects.